Event description:
It was reported that during the reflection 50-52, the acetabular liner implant it could not lock with acetabular cup, the surgery was extended for approximately 1 hour.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual examination indicated notable damage to the splines and flange from the attempted implantation. A clinical analysis indicated that no clinical supporting documents have been provided to conduct a thorough analysis of the reported issue. No medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A dimensional evaluation indicated that the returned liner had features that could not be measured accurately due to damage that appeared to be from implantation attempts. The features that could be measured were to print specification. A review of complaint history on the listed parts revealed no prior complaints for the listed part. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this complaint closed.